Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: is this surgeon a regular user/new user of the cs40g as we would like to suggest if any further training can be organized and provided to the surgeon to optimise the use of our instrument in order to minimise any potential user faults in relation to the use of our instruments. Sales rep response: yes he is a regular uses and has been using our device since he started here. I will however be following up with him for some cases. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was there any patient consequence or change in the post-operative care of the patient as a result of the event?

Event description:
It was reported that during an anterior resection procedure, the device was fired, when stapling was checked it was noted that half the staple line was insitu and half missing. Reload used with again same fault.

Manufacturer narrative:
(B)(4). Date sent: 8/17/2018. Batch # p58m78. The analysis results showed that the cs40g device was received with no apparent damage and with a cartridge reload loaded in the device. The reload was received void of staples, with the washer completely cut, with the drivers exposed and with the knife recess below the cartridge deck. The device was tested for functionality with an engineering sample reload and the device fired, forming all staples and cutting as intended. The cut line was complete, the staple line was complete and the staples were noted to have the proper b-formed shape. The event described could not be confirmed as the device performed without any difficulties noted. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. Additional information was requested and the following was obtained: was there any patient consequence or change in the post-operative care of the patient as a result of the event? No.